Event description:
(B)(6). Date of event: best estimate is (B)(6) 2010. According to the information received, a catheter had a tip cut off/open/broken. The tip was reported to be cut off on 5 catheters.

Manufacturer narrative:
Inspection of seven returned catheters revealed the tip was cut off of one of the catheters and the other six were fully intact within their pouches. Closer examination of the cut-off did reveal a void in the seal, indicating the catheter had slipped down during the packaging process and the tip was cut off when the pouch was sealed. Therefore, the complaint is confirmed as reported. The complaint history was reviewed, revealing that this is the first such complaint for this lot number. Based on this information, qa concludes that this is an isolated incident and does not represent the overall quality of the lot.